Manufacturer narrative:
Date received by manufacturer: 14oct2019. Date of report: 15oct2019. The touchscreen was returned for failure investigation. The resistance ratios were out of specification. Fault was found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Touchscreen failure. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17july2019.

Event description:
Touchscreen failure. There was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 22jul2019. Date of report: 12aug2019. The manufacturer¿s international service technician confirmed the reported touchscreen issue. The technician replaced the touch screen and the unit functioned as intended following repairs. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.